Event description:
Shelter worker called to report the customer was hospitalized due to diabetic issues. Reporter did not have consent to discuss account information. Reporter stated the customer needs to schedule training for the insulin pump and that further issues would make it so he may not be able to stay at the shelter any longer. Customer's phone number taken down and sent to representative for follow up. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.